Event description:
Event description guidant received information that a healthcare professional attempted to do a transtelephonic monitoring (ttm) check on this cardiac resynchronization therapy defibrillator (crt-d). The patient previously had a pacemaker and the healthcare professional applied a magnet while attempting to do the ttm transmission.